Manufacturer narrative:
A supplemental MDR is being submitted for a code update to the h6 investigation findings and additional to the h6 investigation conclusions. The following sections have been added: b4, g3, g6, h2, h6, h11.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, immediately after valve deployment, the valve embolized due to loss of pacing capture due to an ectopic beat. A second 26mm sapien 3 ultra resilia valve was used but the first valve then migrated from the ascending aorta to the upper ascending aorta close to the arch, where the operator post dilated the valve. The team thought about attempting to snare the embolized valve into the descending aorta, but it was not feasible, so it was decided to leave it in the upper ascending aorta next to the arch. The operator then used a third 26mm sapien 3 ultra resilia valve. The deployment of this valve was successful with a 90/10 position. The patient was stable and being discharged at home.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate loss of pacing capture as the patient was having ectopic beats as well as the safari wire movement during deployment could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.